Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Conductor was distorted (extrinsic) with distal over-rotation. The insulation had cosmetic outer insulation depression; the outer insulation was breached cut; the fixation was distorted as the helix was bent; the lead fixation had a damaged guide tooth; distal end was covered with blood; the proximal conductor had blood(not obstructed) and it was visually noted that there was apparent explant damage.

Event description:
It was reported that the patient's right ventricular (rv) lead had no capture and high impedance. During the lead revision, x-ray confirmed that the rv lead had dislodged into the coronary sinus. As the helix was retracted, the helix would not retract fully. It was determined to remove the rv lead and replace it with a different lead. No patient complications have been reported as a result of this event.